Event description:
It was reported that during the initial implant procedure, high pacing impedance and inadequate capture were noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.